Event description:
It was reported that a user of the ilet pump experienced frequent low glucose while performing physically demanding work and therefore requested to stop using the device; the user often did not announce meals to avoid further lows and at times disconnected the pump when glucose was about 80 mg/dl, treating perceived lows and reporting blurry vision and impaired ability to function. Symptoms included hypoglycemic-type sensations with visual disturbance. Outcomes included interruption of normal activities and a decision to discontinue therapy. Investigation included complaint intake, education on ilet hypoglycemia thresholds and operation, and review of user-reported use patterns. Investigation of this case revealed no device alarms or malfunctions reported, with use behaviors such as non-announcement of meals and temporary disconnection likely contributing to the low readings and symptoms. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.